Event description:
This is a case reported that refers to a male pt, who is treated for a lymphoblastic leukemia type b, and has rec'd in 2008, a graft of placentary blood, which was carried out through a baxter cryocyte freezing container. It is reported that on the same day, the cryocyte freezing container, containing a placentary blood for a graft, was found cracked a few mins after shipment through a dry-shipper. The graft succeeded to the pt but with a loss of a non-quantified quantity of blood during the thawing (few ml). The graft has been submitted to microbiologic contamination, and the pt rec'd a therapy by antibiotics. According to the rptr, no clinical consequence for the pt reported. Sample is not available.

Manufacturer narrative:
Baxter medical assessment: this is a cryocyte bag breakage that occurred during/after thawing. The pt required add'l antibiotic treatment due to the prod being infused. The prod in the broken bag was infused, so there is a risk regarding a break in sterility and a resulting infection due to the prod being exposed to outside atmosphere. As in all cases of cryocyte bag breakages during/after thawing there is the potential of loss of engraftment or delay in engraftment with the loss of prod. This puts the pt at greater risk. Due to the add'l antibiotic treatment, this case is assessed as an adverse event. An attempt should be made, if possible to obtain the pt outcome. According to the rptr, no clinical consequences for the pt were reported. Therefore, no add'l activity is required. Cryocyte bag breakage is currently being addressed through CAPA.